Event description:
It was reported that the device had incorrect volume delivered in a continuous mode, and that it required calibration. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. No previous repairs were noted. An accuracy test was performed, but the reported issue was not confirmed. No device problem was found with the pump during testing as it gave a volume delivered of 20.8ml which is within delivery specifications. The device then passed all functional and accuracy tests. No action was taken.